Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was abraded at 46.2 cm and 46.8 cm from the connector pin. A short circuit was measured between the coils due to a damaged distal insulation.